Manufacturer narrative:
The units of measure used for the tsh assay are miu/l. The units of measure used for the anti-tshr assay are iu/l.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations were able to confirm the anti-tpo value generated by the customer. Upon analysis of the sample, the presence of a streptavidin interfering factor was found in the sample. This interference is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), free thyroxine (ft4), and antibodies to thyroid peroxidase (anti- tpo). The sample was found to have erroneous results for tsh and anti- tpo when compared to different testing methods. The date the event occurred was prior to (B)(6) 2014. The customer was asked, but could not provide the specific date that the event occurred. The patient was born in 1955. The specific date of birth was not provided. This medwatch will refer to the anti-tpo assay. Reference the medwatch with patient identifier of (B)(6) for additional information relating to the tsh assay. The sample initially resulted as 157 iu/ml for anti-tpo when tested on an e601 analyzer, serial number (B)(4). This result was reported outside of the laboratory. The sample was sent to a different site and tested on an immulite 2000 analyzer, resulting as <10 iu/ml for anti- tpo. It was asked, but it is not known if the patient was adversely affected. No adverse events have been alleged. The patient sample was provided for investigation. Investigations have been able to reproduce the customer's anti-tpo result.